Manufacturer narrative:
Event date is approximate. The year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that since the start of the year ('a little before covid') they had been dealing with a loss of therapy and shocking. After this event, they removed the sling and after healing, they had needed to keep increasing stim to attempt to help with the loss of therapy. The caller stated that when they increase stim they get shocked ('very uncomfortable), but when they decrease stim to a comfortable level, their symptoms return ('sit in the bathroom all day'). They cannot increase stim any higher than 4.1 v on their current program and it seemed that only one program was able to help; they could not feel stim on the other programs. In (B)(6) of this year, they med it a manufacturing representative (rep) at their healthcare professional's (hcp) office and the rep tested their device and determined that a replacement was needed. The replacement surgery is scheduled for (B)(6) 2020 ('its not in the right spot'), but the patient was worried that the rep did not order the parts yet. Patient services e mailed the field representative for more information. Additional information was received from a manufacturer representative (rep). The rep reported that they had met with the patient (B)(6) 2020. At the time of the meeting the patient did not mention that they were being shocked. They reported that there were no impedance issues with the lead. The rep also reported that they never said the device was in the wrong spot. The patient's hcp came in the room and suggested a revision, because the patient's amplitudes were too high and the battery was low. The lead and battery were replaced (B)(6) 2020.